Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level alert sensor did not function as expected. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.